Event description:
It was reported to ge that after the nuclear medicine scan, a cancer pt fell off the table, resulting in a fractured right hip. No malfunction of the table was reported. Apparently, the pt tried to get off the table without being assisted by the technologist. The pt subsequently died; the cause of death is not known to ge.